Event description:
The rn and respiratory therapist (rt) were not touching the ventilator when suddenly the screen on the vent went white and then black (like it does when it is shutting down). The vent restarted and immediately shut down again. This happened repeatedly. After the first shut down, the baby was disconnected from the vent and was neopuffed by the rn. The rt set up a different vent. There was no compromise to the baby during the switch to the new vent. Vital signs and sats were stable throughout the whole ordeal. The baby did not require any medical intervention as a result of this event. It was not documented if the vent alarmed or not. Prior to the event, the vent settings were mode: pc simv + vg, peak isp pres: 30, peep 5, resp rate 50, insp time: 0.35, tidal volume 6, vt ml/kg 5.